Manufacturer narrative:
(B)(4). Death is listed in the nav6 instructions for use as a known potential adverse event.

Event description:
Subsequent to the initial report, additional information was received stating that the patient died on (B)(6) 2012. The cause of death is unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the nav6 embolic protection system (eps) found blood and saline on the coils, consistent with the reported use. The delivery catheter (dc), retrieval catheter (rc) and barewire were the only returned components of the eps. The filtration element was not returned. The red locking clip was not returned attached to the handle of the dc. The tip coils were pushed distal from the step, for a length of 2 millimeters (mm). There was a bend in the tip 1.3 centimeters (cm) proximal to the tip ball. The rc was collapsed proximally to the distal end, in length 9 mm. There was a kink in the rc 1.7 cm proximal to the distal end. There was no other damage noted to the eps. Pin gauges were used to measure the inner diameter of the distal end of the retrieval catheter and met the manufacturing criteria. In this case, based on the reported information and analysis of the returned devices, it appears that during the retrieval attempt, the distal end of the retrieval catheter became kinked and/or smashed (as noted on the returned unit) preventing the filter from retracting. The damage to the retrieval catheter is likely due to anatomical conditions or interaction with associated devices during advancement. Additionally, it appears that the barewire was pulled against resistance in such that the proximal neck of the filtration element pulled over the distal tip step of the barewire. This is also consistent with the returned condition of the barewire tip coils which were stretched distal from the tip step. Attempts to retrieve the filter using a new sheath and vascular loop were unsuccessful. The nav6 instruction for use (IFU) states: do not continue to retract the barewire filter delivery wire against significant resistance. In this case, it is likely that continuing to retract the barewire against resistance caused the filter detachment. Reportedly, as a result of the separated filter left in the internal carotid artery for a long period of time, the patient experienced a severe brain stroke and is in critical condition. Stroke which is listed in the nav6 risk assessment and IFU is a known adverse event potentially associated with carotid stents and embolic protection systems. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this part and lot combination. Overall, the difficulty retracting the filter, subsequent filter detachment and reported patient effects appear to be due to the operational context of the procedure and use error respectively. There is no indication to suggest a product quality deficiency. In process 100% visual inspection is performed on all embolic protection devices. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: ptca avion plus re (B)(4); guide wire: 0.035 canalizer standard angled, lunderquist; guiding catheter: jb2; sheath: 6f, 6f 90cm brite tip cordis; stent: ses cristallo ideale invatec. (B)(4): against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the right carotid artery, an emboshield nav6 was deployed a few centimeters over the lesion. A non-abbott carotid stent was deployed and post-dilated with a non-abbott dilatation catheter. When attempting to close and retrieve the emboshield nav6 filter basket, tension was noticed and caused rapid retraction of the sheath and retrieval catheter into the aortic arch. The sheath, nav6 barewire and nav6 retrieval catheter were removed together. The nav6 filter separated from the device and remained in the internal carotid artery without a guide wire. A new sheath was introduced into the common carotid artery in an attempt to retrieve the filter with a vascular loop. Retrieval attempts were unsuccessful. The patient experienced a severe brain stroke and is in very serious and critical condition. The patient is paralyzed on the left side of the body. Though requested, no additional information was provided.